Event description:
Caller stated that she had a reaction using her abbott freestyle libre 3. She took every precaution before placement but felt itching, redness, inflammation and oozing a few days after placement. She went to her doctor and was diagnosed with an infection, antibiotics was prescribed. The wound developed scabs and is non-healing. She also stated that she received a letter in the mail about sensor reading low and two of her sensors are included in the lot numbers stated on the letter. Patient codes: 1943, 1840, 1932, 2686, 1930, 2378. Pt code: 1670. Ref reports: mw5182212, mw5182213.